Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guidewire distal tip detachment occurred. The target lesion was located in a vessel in the right lower leg. A 300cm v-14¿ controlwire® was advanced to cross the lesion. However, during procedure, the guidewire became stuck in the distal end of a non bsc support catheter and broke off. The tip of the guidewire was left in the planter arch in the right foot and could not be retrieved. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR, device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the unit returned in a generic plastic bag. The unit returned has the distal tip damaged, as part of overall visual revision. The device has the distal tip kinked and bent with the polymer coating peeled 1cm approx. Exposing the core wire and the core wire tip. Also it has the body kinked. All the outer diameter (ods) and guidewire overall length taken were compared and all of them are according specifications. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that guidewire distal tip detachment occurred. The target lesion was located in a vessel in the right lower leg. A 300cm v-14 controlwire was advanced to cross the lesion. However, during procedure, the guidewire became stuck in the distal end of a non bsc support catheter and broke off. The tip of the guidewire was left in the planter arch in the right foot and could not be retrieved. No patient complications were reported and the patient's status was stable.